Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) and therapy was exhausted. The patient reporting feel shaky with no dizziness or pre-syncopal symptoms. The last shock that was delivered was reversed polarity and a status message for high impedance, greater than 125 ohms was displayed. Additionally, a code 1005 was noted indicating a shock lead open. A boston scientific technical services consultant documented the clinical observations and informed the caller that system replacement should be considered. The system remains in service at this time. No adverse patient effects were reported.